Event description:
It was reported that patient's device showed low impedance after recently having a generator replacement. The patient was subsequently referred for revision surgery due to the observed low impedance. Clinic notes were provided stating that when the patient gets an aura, she massages the generator which seemed to help. The physician reported later that the patient had an increase in seizures weeks before he saw her. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
It was reported that the patient had a lead revision due to high impedance. The explanted lead was reported as twisted and broken. Lead impedance after the revision surgery was within normal limits. The explanted lead was discarded after explant so device return is not expected.